Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Note that the 2nd icy is reported under MFR report 3010617000-2016-00407.

Event description:
It was reported that intra vascular temperature management (ivtm) system was used for therapeutic hypothermia on a patient who had suffered a cardiac arrest. A zoll icy catheter was inserted on (B)(6). The catheter was inserted in the right femoral vein. The insertion was smooth and was done in one attempt. The target temperature was set to 37°c with controlled rate at 0.25 °c/hour. On (B)(6) (time not specified), during the re-warming phase, the console sounded an air trap alarm. The nurse discovered that there was saline loss from the saline bag and that the leak was noted from the icy catheter. The patient's temperature at the time of the event was 36.5 °c. The initial catheter's dwell time was confirmed to be 37 hours. After discovering the leak, the catheter was removed and a second icy catheter was used to continue therapy. However, approximately 30 minutes later, an air trap alarm occurred again and it was observed that the saline bag was low. The customer reported that the patient's temperature was at 36.7°c. A third icy catheter was not used since the patient's warming phase was nearly completed. The customer indicated that between both occurrences it is suspected that the patient may have been infused with 500ml of saline. According to the reporter, there was no serious injury as a result of the issues.